Manufacturer narrative:
Pump received with blank display, problem isolated to pcba 1. Unable to confirm failed batt test due to blank display.

Event description:
Customer reported via phone that the insulin pump had failed battery test alarm. Customer¿s blood glucose was 115 mg/dl at the time of incident. The insulin pump will be returned for analysis.